Event description:
It was reported via postmarket registry that the pt did not have substantial benefit from pump. Specific symptoms were not reported. The pt was receiving baclofen 2000 mcg/ml at dose of 351.7 ncg/day. The catheter was reported to have migrated freely and became disconnected from the pump. Both stay sutures were broken and the pump was moving freely in the abdomen. "Hypercoiling of distal catheter also noted." The pt was taken to surgery and the pump was secured and the catheter reattached. The pt recovered without sequela. See MFR's report. # 6000030200700623.

Manufacturer narrative:
.